Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express act button dome switch. No button error alarm during testing. No unlocked liquid-crystal display keypad connector. Insulin pump passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump kept on going into suspend. The customer¿s blood glucose was 143 mg/dl at the time of incident. Customer stated that the insulin pump would go into suspend when act button was pressed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer reported that the issue with insulin pump going into suspend was recurring. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.